Event description:
Presented with ongoing pain, required revision surgery. At surgery, patient had black granuloma tissue, grey synovitis, and greyish fluid in joint space. Acetabular component was well fixed. No infection present.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.